Event description:
It was reported that the (B)(4) adaptor separated from the patient connector immediately after changing the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. No abnormalities related to the reported issue were detected during visual inspection. Leak, clamp function, clear passage, and seal surface testing were all performed with no issues noted. The internal diameter measurement was found to be within specification limits. The reported issue was unable to be confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.